Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report low blood glucose readings. Caller has taken the customer to the physician for assistance with low blood glucose. The current blood glucose reading is 73 mg/dl. Customer has treated with food. The lows have been happening for two weeks. Physician advised caller to request a replacement insulin pump. During troubleshooting, the insulin pump was exposed to x-ray at dental office. The displacement test passed. Nothing further reported.